Event description:
The following complaint was reported: the balloon did not deflate.

Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. An analysis on the returned sample showed that it met specification. Although the upper catheter has slightly bent, balloon could be easily inflated either with air or water and the deflation was easy and normal. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.